Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. The product was evaluated. The device was visually inspected and failed due to the usb connector being pushed in. The receiver failed to charge and reboot due to the defective usb connector. Functional testing and receiver log download were unable to be performed. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be determined. A root cause could not be determined.